Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the patient was diagnosed in vfib. According to the reporter, the device alarmed "connect cable" and the defibrillator would not charge. The patient was connected to an AED already at the scene and the AED delivered 5 shocks successfully. Patient outcome is unknown, but there were no reports of any adverse affects as a result of the device use.

Manufacturer narrative:
Physio control evaluated the device and observed a low voltage pin from a -006 therapy cable broken off and stuck in the corresponding socket of the device's therapy connector. Physio control replaced the therapy cable with a -007 therapy cable per field action and the device therapy connector and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control initiated this field action on 08/30/2005 and then swapped this customer's therapy cables in 10/2005, on 11/2005, and again on 06/2006. Physio-control has continued to monitor this customer for undetected cables. No -006 therapy cables had been observed prior to this reported incident.